Event description:
During an anterior vitrectomy procedure, the vitrectomy cutter would not function. After allowing the cutter to cool, it began to function then quit again. Another unit was used to complete the procedure. There was no pt injury.